Event description:
The pt is reportedly experiencing no sound. External equipment was exchanged, however this did not resolve the issue. Device testing revealed abnormal results. Advanced bionics is in the process of gathering more info. Once more info is obtained a supplemental report will be submitted.